Manufacturer narrative:
Test strip lot #: not provided. The 510(k) # is k043197.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini kit was missing test strips. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient discovered the alleged issue on (B)(6) 2011. The patient's testing frequency is not known and other than diabetes, it is clear if the patient has any other health conditions. The patient indicated she does not manage her diabetes with oral medication or insulin. After discovering the alleged issue, it is unclear what action , if any, the patient took in response to her diabetes management and it is not known if the patient tested her blood glucose with another/ secondary device. According to the csr's documentation, as a result of the alleged issue, the patient claimed that on (B)(6) 2011 (time not specified) she developed symptoms of "nausea, fainting, watery mouth" and administered treatment by consuming more food/drink that morning. During troubleshooting, the csr educated the patient on the correct box contents of the kit and noted that there was no missing product from the kit. Test strips and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after discovering the alleged issue.